Manufacturer narrative:
A ge svc rep performed an on site investigation. The isd board was replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the sys would not boot up. There is no report of injury or death associated with the event described in this complaint.